Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was delayed in responding, and that air bubbles were observed within the infusion set tubing additionally, it was reported that the pump did not deliver a bolus. The customer's bg was in the 200 mg/dl range. The customer declined assistance from tandem customer technical support regarding the issues.